Manufacturer narrative:
The customer reported a lower than expected vitros amon result for a patient sample using vitros amon slides lot 1018-0255-4508 processed on a vitros 350 chemistry system. The assignable cause of this event is user error due to an inappropriate interpretation of an analyzer condition code. The vitros 350 chemistry system did not generate a vitros amon result of <14.0 umol/l for the sample, which was the value reported by the customer. An analyzer condition code occurred when the sample was initially processed, and no vitros amon result was generated at that time. The customer then erroneously reported out a vitros amon result of <14.0 umol/l for the patient sample. The customer then reprocessed the sample using a dilution factor of 10 and reported out a corrected report for the patient sample. However, because the result of 110 umol/l was within the analyzer measuring range of 8.7 ¿ 500.0 umol/l, it was not appropriate for the customer to dilute the sample. The cause of the initial ¿no result¿ analyzer code for the sample is unknown and an instrument related issue cannot be ruled out. Email address for contact office above is (B)(6).

Event description:
The customer reported a lower than expected vitros ammonia (amon) result for a patient sample using vitros amon slides lot 1018-0255-4508 processed on a vitros 350 chemistry system. Vitros amon result of <14.0 umol/l versus vitros amon repeat result of 110 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros amon results of <14.0 and 110 umol/l were reported out of the laboratory. No treatment was initiated, altered or stopped based on the reported results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).